Manufacturer narrative:
Covidien reference:(B)(4). The service engineer also replaced the backlight cable assembly.

Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se inspected the device and replaced the color I/o printed circuit board (pcb) and backlight board assembly. The ventilator passed extended self-testing.

Event description:
Report received that an 840 ventilator had an erratic display. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.